Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia indicated at 60 mg/dl on the ilet and treated with orange juice and sugar, after which blood glucose rose to the 370¿380 mg/dl range while using a dexcom g6 with ilet; the user acknowledged overcorrection and had announced a meal, and was counseled on hydration, allowing ilet to correct, and the 15/15 rule including not announcing outside of meals for hyperglycemia. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included resolution with downward trend to 249 mg/dl with decreasing arrows and no hospitalization. Investigation included user education and follow-up monitoring. Investigation of this case revealed user overcorrection of hypoglycemia and use of a meal announcement during hyperglycemia, with the device functioning as designed to deliver correction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia and inappropriate meal announcement during elevated glucose.